Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Advantage af phase 2 clinical study, subject ID (B)(6). It was reported that following an procedure that involved a versacross access solution and faradrive shath, the patient presented to the emergency room with persistent and excessive bleeding at the groin. Pressure and epi/lidocaine injection at site was applied. Blood work, and a ECG were completed. The event has been resolved.